Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) unit triggered an arm axes controller motor error which was also confirmed in the field logs (arm fault reaction logic was hit because of a motor axis error) and multiple communication errors with the axes controller carriage (acc) on the patient side cart (psc) fixture test platform (pftp) and test system. It was found that the rolling loop harness was mangled in the spar. After replacing the rolling loop fiber, the unit was able to initialize successfully and power on amps with no errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) #1 due to the error. The system was tested and verified as ready for use. The usm #1 has been received, but failure analysis investigations are not yet complete.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the system generated an error pointing to universal surgical manipulator (usm) #1. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The customer removed all instruments from the patient, undocked the system, and performed a reboot with no change. The tse walked the customer through a hard power cycle and the system powered back on normally with no errors. However, due to concerns of the error reoccurring, the surgeon elected to convert the procedure to open surgery. On 05-jan-2026, isi contacted the site's robotics coordinator and obtained additional information regarding the event. Upon powering on the system, the functionality was checked and the robotic arm was functioning properly until a warning message appeared. However, the system did not initially power on without errors, as there was an error message and a reported "dvstart" issue noted during startup. The patient tolerated the conversion of the procedure to open surgery.